Event description:
It was reported that the patient's vns is now indicating high lead impedance. Surgery to replace the patient's vns lead and generator has occurred. System diagnostics following lead replacement was normal. No trauma or manipulation was reported. The patient's vns was disabled upon discovery of the high lead impedance as recommended in manufacturer labeling. No x-rays were taken. A lead fracture was not observed during surgery. Last known diagnostics were taken on (B)(6) 2008. Attempts for the return of the explanted lead and generator are in progress. No adverse events have been reported.

Event description:
Additional information was received as an implant card confirming the patient's lead and generator were replaced. The reason for replacement for the lead was noted as "lead discontinuity." The explanted lead and generator were returned for analysis. The generator performed to specifications and no anomalies were found. The lead is still undergoing analysis.

Event description:
Analysis of the explanted lead has been completed. The electrode portion was not returned. A discontinuity in both coils was observed at the anchor tether. Extensive pitting was noted at the site of the fracture. An abraded opening was noted in the outer tubing that allowed for the entry of body fluids into the outer tubing. The inner tubing was not breached.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.